Event description:
It was reported that the patient experienced a loss of therapeutic effects with pain symptoms reoccurring over 3-4 weeks. The patient had a CT scan for an unrelated issue where it was noted that one of her leads was disconnected from the device. The patient had not notified the hcp regarding the lead at the time of the report. Additional information received from the hcp indicated the patient had not been seen since (B) (6) 2008. A follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
(B) (4)